Manufacturer narrative:
The insulin pump passed operating current and displacement test however compromised force sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 488 mg/dl. The customer did not report any symptoms, and treated with manual injection. Customer declined to troubleshoot for high readings. There were leaks in the reservoir, but no air bubbles. There were insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis. The customer also reported that they had reservoir leak. The o-rings were missing. Customer declined troubleshooting and asked for the pump to be replaced.